Manufacturer narrative:
This supplemental report is being submitted to provide additional information. No defects other than those reported in the initial MDR were found by device inspection at olympus singapore pte. Ltd. (Omsi). Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported events that endoscopic image was not displayed and error e207 occurred were caused by spare lamp failure. Spare lamp failure may have been caused by filament damage due to impact such as vibration. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) also confirmed followings; the top cover was corroded. The front panel cover was discolored. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the endoscopic image was not displayed during preparation for use. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the examination lamp did not ignite and the spare lamp did not work. Therefore, a clv emergency lamp malfunction error (e207) occurred. There was no report of patient injury associated with this event.